Event description:
This month, (B)(6) 2020) we had a patient burn. An investigation of this event revealed that a combination of the cautery pencil that comes standard in the medline pack, when used with the megadyne guarded blade, allows for operation of the cautery even if the tip isn't seated all the way into the pencil. This creates a burn/fire risk as a small uninsulated section can be left exposed near the handle. We were unable to re-create this issue with any of our other bovie pencils/handpieces and cautery tips, it was only the cautery pencil that comes in our medline packs. The supply information is listed below. Supply information: medline pack -basic set-up-lf. Reorder no: dynjs0105, cautery pencil that comes in pack - cautery rckr ptfe hlst (no identification on actual handpiece), megadyne blade: e-z clean blade modified 2.75 inch ref-(B)(4). FDA safety report ID# (B)(4).